Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation in the left atrium (la) faradrive steerable sheath clear was selected for use. It has been mentioned that after insertion of faradrive into la and after removing the wire and dilator from faradrive, the physician aspirated the sheath. During aspiration the physician recognized a sound of air getting sucked in. The physician also recognized little bubbles coming in during aspiration. As soon as the physician occluded the valve with his finger the sound stopped. Thus, it was concluded the valve might be damaged and the sheath was replaced. Afterwards the procedure was completed successfully. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation in the left atrium (la) faradrive steerable sheath clear was selected for use. It has been mentioned that after insertion of faradrive into la and after removing the wire and dilator from faradrive, the physician aspirated the sheath. During aspiration the physician recognized a sound of air getting sucked in. The physician also recognized little bubbles coming in during aspiration. As soon as the physician occluded the valve with his finger the sound stopped. Thus, it was concluded the valve might be damaged and the sheath was replaced. Afterwards the procedure was completed successfully. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported that the sheath valve was not damaged. Pressure bag was used for the irrigation of sheath. No other issue has been reported.

Manufacturer narrative:
Correction to the initial MDR in block(s) b5.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation in the left atrium (la) faradrive steerable sheath clear was selected for use. It has been mentioned that after insertion of faradrive into la and after removing the wire and dilator from faradrive, the physician aspirated the sheath. During aspiration the physician recognized a sound of air getting sucked in. The physician also recognized little bubbles coming in during aspiration. As soon as the physician occluded the valve with his finger the sound stopped. Thus, it was concluded the valve might be damaged and the sheath was replaced. Afterwards the procedure was completed successfully. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported that the sheath valve was not damaged. Pressure bag was used for the irrigation of sheath. No other issue has been reported.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.